Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer 6 was failed to open due to rail bearing cage had slipped out of the back. A field service engineer (fse) replaced the rail, recovered the drawer in the main application, and tested the drawer using the final test in the hardware testing application. The test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 failed frequently. Staff were able to recover the drawer; however, it failed again shortly after. At times, the drawer was difficult to open and close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.